Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, there was pump saturation. There was a change in the waveforms and equalization in max and min flows. It was recommended to explant the pump due to potential pump stop. The staff decided to continue support, the pump was turned to p 9 and flows equalized device the waveforms returned to normal and flows began to settle to an average of 5.3 max 6.0 min 4.7. It was still recommended to wean and explant, however support continued.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation has been completed. No product was returned. Clinical details state there was a change in waveforms and equalization in max and min flows on the second day of support. Pump was verified to be in correct position. After ~2 hours, pump waveforms returned to normal. Data log review showed a motor current spike with a step up in motor current, speed deviation, and immediate saturated flows. No product was returned. The root cause of the saturated flow was most likely biomaterial ingestion since data log review showed a motor current spike and increase as the saturated flows began. The failure mode thrombus was added since data log review indicated biomaterial ingestion related to the saturated flow. The root cause of the thrombus was unable to be determined due to insufficient clinical details. Clinical details stated that purge pressure was in the 1100s mmhg on (B)(6) 2025. They administered tpa and the purge pressure decreased back to the 700s mmhg. Data log review showed a pre-disturbance where the purge pressure increased from ~600 to ~800 mmhg for about 11 hours before resolving. After that resolved, the purge pressure gradually rises from ~600 mmhg to >1100 mmhg over about 24 hours. The high purge pressure is sustained for ~8 hours before gradually resolving. There were multiple long bag/cassette changes throughout this time. Although none of these occurred around the times that the purge pressure started to increase, they could have contributed to a continued rise. The root cause of the high purge pressure was most likely biomaterial buildup due to the gradual increase of purge pressure over ~24 hours. Clinical details mention an infection treated by antibiotics during the case. Product was not returned and logs are not applicable. The root cause of the infection/sepsis was unable to be determined due to insufficient clinical details. Clinical details mention a gi bleed during the case. The patient was on systemic heparin for part of the case. Product was not returned and logs are not applicable. The cause of the vascular damage was not determined since insufficient clinical details were provided and no product was returned.

Manufacturer narrative:
B1 revised to reflect both adverse event and product problem. B2 updated to reflect intervention, death, and date of death. B5 updated with additional information received from the clinical site. D6b added. H1 revised to reflect death. H6 updated with additional failure modes. H10 instructions for use added. The impella pump was not returned for investigation. Should new information be received, a supplemental manufacturer device report will be filed. Instructions for use. Impella 5.5 with smartassist for use during cardiogenic shock & cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella 5.5 with smartassist for use during. Section: warnings & cautions: cautions. ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ e1 was erroneously selected on the initial manufacturer device report number 1220648-2025-29907.

Event description:
Additionally, the patient had an infection. Cultures were positive and antibiotics were started. It is unknown if the impella contributed to the infection. Furthermore, the patient had gastrointestinal bleed. Blood products were given. Moreover, high purge pressure was noted. Tissue plasma activator was added to the purge. Care was withdrawn and the patient expired.